Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign object inside the suction line due to insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus personnel reported on behalf of the customer that during reprocessing, when the customer tried to pass the brush through the suction line in the evis lucera elite colonovideoscope, the customer felt a strong sense of resistance and found it difficult to brush. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object inside the suction line. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer provided further information stating that the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the foreign material could possibly be gauze, which is used when attaching the suction line to the handle when using biopsy forceps. There was no delay in the start of the pre-cleaning, water was aspirated through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with lint-free cloths/brushes/sponges and the instrument channel, channel port and suction cylinder were brushed. There were no concerns about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter was identified as a white cellulose fiber (used for gauze, cellulose cloths, cellulose masks, etc.). There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: chapter 2, (disinfection/cleaning/sterilization), section 9: disposable combination cleaning brush and chapter 5, section 5: channel brushing. Olympus will continue to monitor field performance for this device.